Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the pump powered on with a discolored display screen. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was discolored. This report is made based on the results of evaluation.